Event description:
Additional information revealed this pacemaker was explanted due to normal battery depletion and was replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that the patient reported this pacemaker has less than or equivalent to six months of remaining longevity for over a year. The patient thought the device was defective. Boston scientific technical services (ts) discussed how the longevity was calculated and replacement indicators. The patient was advised to perform a memory download with the field representative. In addition, the patient complained of fatigue and felt that the device did not provide enough pacing rate. Ts explained device response to movements and settings. Attempted to obtain additional information from the field representative however no further information available. The device remains in service. No adverse patient effects were reported.